Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. In addition it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod for 58 hours their blood glucose level had rose to 500 mg/dl. The patient reports the pods needle had not retracted upon initial activation. In addition the patient reports being unsure that the pods cannula had properly inserted into the infusion site.

Manufacturer narrative:
The returned device was evaluated and the device was received partially deployed. The pink slide insert was visible through the viewing window and linkage assemble was observed to be fully retracted. Formed needle was observed to be extending beyond the needle well. Upon opening the pod, the needle was observed to be dislodged from the slide retract. Damage was found to the slide retract indicating the incorrect installation of hard cannula. The incorrectly installed hard cannula caused the exposed needle. Inspection of the soft cannula found it to measure within specification and did not find it to be damaged. Inspection of the fluid path and needle mechanism found no damages or manufacturing deficiencies that would prevent the cannula from properly inserting. The exposed needle did not affect the deployment path of the soft cannula and did not result in the cannula failing to properly insert. The exact cause of the reported improperly inserted cannula could not be determined.